Manufacturer narrative:
Product ID: 8731, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork that indicated partial return of catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that tracking number of return status was (B)(4). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep had requested the information for refill history with actual and expected reservoir volume but they were unable to provide it. An entire new 8780 catheter was implanted and the old catheter was fully explanted during the case on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Pump and catheter were returned. Analysis found pump/miscellaneous/overinfusion-undetermined root cause and catheter/catheter body/catheter hole- explant related. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 387 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient scheduled for intrathecal baclofen pump replacement due to elective removal indicator (eri). Patient had experienced baclofen withdrawal on 4 occasions with the model pump listed in this report, that occurred after a refill and dose change combination. They reported this did not happen with his previous pump and they did not know the cause. The healthcare professional (hcp) was also aware of the above and agreed to have pump sent back for analysis. Pump replaced as scheduled. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.